Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived at the site to address the reported event. Fse confirmed the error while attempting to run a sample; then reseated the cable to the theta axis motor and adjusted slack from the cable. The fse noticed that the cable was rubbing on the housing, causing connection issues. The noise from the motor dissipated and there were no further issues with errors. The customer was subsequently able to run two levels of ipth quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 24nov2017 through aware date 24dec2018. There were no similar complaints identified during the search period. The aia-360 operator's manual, under chapter 7- error messages and flags was reviewed. 4029 spec t-axis home not found the aia-360 operator's manual indicates that the 4029 spec t-axis home not found error message is generated when the specimen theta-axis motor home sensor fails to activate. The operator is instructed to inspect motor pm204 and sensor s204. The most probable cause of the reported event was due to too much slack in the wiring harness.

Event description:
It was reported that the customer heard a sound and received "4029 spec t-axis home not found" errors while calibrating their aia-360 analyzer. Technical support (ts) instructed the customer to check the sample needle, then reboot the analyzer; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.